Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the incoming functional test ¿backlight on/off difference¿, due to a connector issue on the main printed circuit board (pcb). The epg also failed the incoming functional test ¿all segments of lcd turned on/off¿ because the liquid crystal display (lcd) was bleeding. Additionally, the output connector assembly and lower case were broken, the upper case was dented, and two case screws were contaminated. The epg was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg), which was returned as no longer required, subsequently tested out of specification during the ma nufacturer's analysis. There was no patient involvement.